Event description:
This complaint is now reportable based on the device analysis completed 2009. It was reported that while unpacking a rotatable snare oval 13mm, the snare was "checked" and it was noticed that the "tube didn't hold and the snare couldn't deploy." The device did not contact the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good." The returned device analysis revealed that the sheath detached.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed that the loop could not be extended and the sheath had detached from underneath the strain relief. The dongle housing was dissected exposing the dongle shaft. No restraint or jamming of wire assembly is noted inside the dongle shaft when examined. The sheath detachment from underneath the strain relief may occur in an attempt to extend the loop in the presence of resistance. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint could not be determined.